Event description:
On 19-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 509 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that the user changed supplies on the morning of (B)(6) 2026 and subsequently developed hyperglycemia, ketones, vomiting, and blood glucose values exceeding 500 mg/dl. The user reported observing insulin leakage from the cartridge and within the pump housing when attempting a subsequent infusion set change. Follow-up investigation determined that the user had been connecting the cartridge and connector outside of the ilet rather than following the instructions for use. The user was subsequently retrained and reported no recurrence of the issue after resuming therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Based on available information, the event is attributed to use-related setup error resulting in interruption of insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.